Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported that the patient programmer would not read the implantable neurostimulator (ins) and the patient could not make adjustments to her stimulation because of this problem. It was noted that the patient had two implants. The reporter noted that the patient programmer worked fine on one ins but it would not read on the new ins. It was noted that the patient was able to recharge the new ins just fine but the patient programmer would not read the new ins. The reporter noted that the patient was seeing an ¿ins in the box¿ screen on the patient programmer. The patient was not sure when she first saw this screen because she didn¿t have to adjust her stimulation too much because she had adaptive stimulation programmed. It was noted that the last adjustment she made was within the last month and patient programmer was working fine at that point, but was not at the time of the report. The patient guessed it was a couple of weeks prior to the report. It was further reported that starting two days prior to the report, the patient began to see the ¿configure ens error¿ on the patient programmer. The implant was interrogated and it was confirmed that everything seemed normal and that the clinician programmer session was exited. At the time of the report, the patient¿s system seemed to be functioning normally. It was noted that the patient had been implanted for almost 1 full year and had not had any issues. The patient had a standard check-in at the office of the health care professional a month prior to the report and at that point the patient was shown how to have the ins learn voltage changes (3 minute rule). It was noted that the patient did not use the patient programmer until two days prior to the report and at that point saw the message and saw it on subsequent syncs. The reporter noted that there was no way an ens was present and noted that it was possible that a patient programmer was swapped during the appointment but was very unlikely. It was further reported that longevity calculations were performed to estimate the ins battery life and resulted in 48 months. The reporter noted that they went back ¿in the charts¿ and that there was nothing in or around ¿that date¿ where they did a trial or used an ens. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
The company representative confirmed three weeks later that the ins was interrogated with an 8840 (clinician programmer) and the patient has not had an issue since.